Event description:
It was reported that the patient underwent a spinal procedure. It was reported that flex arm will not tighten down and stay attached. No patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Functionally evaluated the instrument rigidity by attempting to manually tighten the instruments. After manual tightening, the instrument was insufficiently rigid. Additional functional evaluation of both instrument bases (bed rail attachment end), as well as the proximal in situ end of (additional instrument attachment point) the instruments were functionally evaluated by attempting to manually move, remove or manipulate the instruments at the attachment points after tightening; both ends of both instruments were rigidly attached, and were unable to be moved, removed or manipulated manually after tightening. The nature of the mechanism of failure is consistent with anticipated wear of the instrument cable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.